Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive act button. The blood glucose reading was 137 mg/dl. No significant events leading to the alarm were recalled. The customer noted, however, that the insulin pump may have been exposed to sweat. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.